Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found no physical damages to the platform. The returned platform underwent and passed initial functional testing. The system was turned on/off with no problems and ran for 60 minutes using a large resuscitation test fixture (lrtf) with no anomalies or errors exhibited. A review of the archive was performed and found that multiple user advisory (ua) 11 (max patient temperature exceeded) and ua 41 (patient temperature sensor failure) faults occurred on (B)(6) 2014, rather than the reported event date of (B)(6) 2014. The temperature sensor cable was replaced as a precaution to remedy the reported complaint. The system underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a ua 11 fault was confirmed through review of the archive. During functional testing, neither the ua 11 nor the ua 41 (found through review of the archive) faults were reproduced. The root cause of the customer's reported complaint was determined to be extreme heat. Per the autopulse user guide, the maximum recommended operating temperature of the autopulse platform is 104 degrees f. An investigation into the temperature in (B)(6), where this event occurred, found the temperature to be 98 degrees f on (B)(6) 2014. Given that this platform was most likely stored in a compartment on a fire engine where the temperature would have met or exceeded 130 degrees f in 60 minutes (data obtained from noaa), the platform operated as intended. Both ua 11 and ua 41 faults are designed into the platform to prevent the patient from being injured.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 11 (max patient temperature exceeded) message that was unable to be cleared by powering the device off and on. No patient involvement was reported. No further information was provided.